Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display on their homehcoice machine during drain 1 to their automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the patient line of the homechoice set during the initial dwell cycle, without pausing therapy. Hp didn't make it back in time for the drain cycle to follow. When hp returned, the cycler was alarming. In an endeavor to correct the issue, hp reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early, and advised hp to setup with new supplies to complete their apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.